Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was kept going down and on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station kept going down and on critical override. A technical support specialist (tss) checked the station and confirmed that there was no critical override. The customer confirmed that someone had closed the ticket and the tss proceeded to close the case.